Event description:
Customer reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump after confirming that the issue had previously been reported with this pump's serial number. The customer, using multiple daily injections as a backup therapy, was advised on handling and returning the problematic pump, including placing it in storage mode and returning it within 10 days to avoid charges. A replacement pump, which will require the customer to program their settings and connect their continuous glucose monitor, was sent to the customer.